Event description:
It was reported that (1) pmw35 was used during a unknown procedure. It was reported by the affiliate that the staples would close but not deliver. Opened another device to complete the case. There was no consequence to pt.